Event description:
Flowmeter does not provide oxygen when between the numbers of the dial. At some point, the bed wheel kinked the oxygen tubing, causing a hissing sound. An unidentified person likely changed the dial setting to between the numbers to prevent noise, unaware it stopped oxygen flow. Other flowmeters allow flow between the settings in a continuous flow increase, but these flowmeters only provide oxygen when "clicked" into a specific number, causing confusion and no oxygen to the patient if not set correctly.